Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60g reload was returned unfired and with the pan partially detached at left proximal end. Upon further inspection, it was noted that 6 drivers were out of position and missing, making the reload non-functional. Although no conclusion could be reached on what caused the drivers to be out of position and missing, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No protruding staples were noted during evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic sleeve gastrectomy procedure, after loading the instrument, the scrub nurse noticed the tips of a few staples were protruding above the deck. The reload was removed and replaced. Upon inspection of the reload in question, it was apparent that the metal crimps on the proximal portion of the tray were loose and not hugging the reload as usual. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: just for clarification, the metal crimps, are you referring to the metal pan? Yes.